Event description:
The distributor reported that during extended self testing (est) the ventilator failed the safety valve test, indicating the safety valve could not open. The ventilator was not in use on a pt.